Manufacturer narrative:
Date sent to the FDA: 03/31/2021 additional h6 component code: g07002 ¿ conforming device batch manufacturing records of nw2516/t8002 was reviewed for any process deviation but no deviation was observed. Additional information: h6 additional h-3 summary: complaint sample not received for investigation. Retained sample evaluation: 05 units of retain samples of incident code nw2516 and lot t8002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, fraying, brittleness, detached needles but no such defects were observed. All 05 units of retain samples were visually inspected for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Physical visual verification and all the individual as well as average knot pull tensile strength values were found to meet the requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Hence, this complaint could not be confirmed. The reported incident is one and isolated case for code nw2516/t8002. No other event was reported for same description from other parts of country where this lot was distributed. Additional information was requested, and the following was obtained: please confirm. This complaint is for product code nw2516, lot t8002. Is that correct?- yes that is correct. Were there any adverse patient consequences? - no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? Please confirm. This complaint is for product code nw2516, lot t8002. Is that correct? Note: event reported in 2210968-2021-01920. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an anastomosis on (B)(6) 2021 and suture was used. During the procedure, the suture was getting frayed while using. The procedure was delayed 5 minutes. Another device was used to complete the procedure successfully. There were no adverse patient consequences reported. Additional information was requested.